Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed, had button/keypad unresponsive and low blood glucose. The customer stated there is moisture and crack in screen, an unexpected restart alarm and buttons are not working. Customer reported fluid under the lcd display. The customer's blood glucose was 38mg/dl, treated with sweets. Customer was unable to check history due to unresponsive buttons. Customer believes due to pump malfunctioning may have caused his low.